Event description:
It was reported that there were question marks in the percent pacing and invalid histograms on the implantable pulse generator (ipg). It was also noted that the device experienced parity errors. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Single bit ecc-error occurred in address12 b6 on (B)(6) 2014, in 38 d8 on (B)(6) 2014, in 04 ca on (B)(6) 2014, in 01 16 on (B)(6) 2015, in 33 18 on (B)(6) 2015, in 4c 65 on (B)(6) 2015, in 4d 49 on (B)(6) 2015, in 51 0b on (B)(6) 2015. (B)(4).